Event description:
No capture, apparent lead fracture, threshold unmeasurable.

Manufacturer narrative:
Correction: redaction of the FDA report number 2182208000201202560. Information added in 2012, is not new, and event occurred in 2004. The information was not initially reported per the reporting criteria in place in 2004 (related to not reporting atrial leads). A retrospective review involving atrial leads has been conducted (included events created between (B)(6) 2008 and (B)(6) 2010, and retro review was submitted to FDA on or before (B)(4) 2010). Per the reportability assessment section of the MDR review procedure, this event does not require an MDR. This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
(B)(4) - no capture, apparent lead fracture, threshold unmeasurable., (B)(4) - unmeasurable, atrial oversensing

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.